Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient feels there is something wrong with the pump. Patient has had a high blood glucose (bg) since about 4 am this morning. Highest was at 500mg/dl plus and lowest at 390 mg/dl. Vomiting occurred when bg was 480g/dl and patient had high ketones. They have changed ifs twice and bgs are not going down. Reporter has taken patient off the pump and started alternate form of insulin delivery. Customer support (cs) review of pump found all rates and settings are correct. Basal settings showed several periods of 0.00 delivery, which were times patient was changing site or priming pump. Reporter states no change in diet, activity, weight, or medications. Troubleshooting did not identify an issue with the pump. This issue is being reported as the reporter has lost faith in the pump and the patient has experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.